Event description:
It was reported when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Programming changes were made. The patient condition is good.

Event description:
New information received indicated that the previous recommended programming change was not made. Programming changes were made when patient presented in-clinic with episodes of non-sustained oversensing.

Manufacturer narrative:
(B)(4).